Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the battery indicator began to appear at an unspecified time on (B)(6) 2014. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported developing symptoms of feeling ¿shaky and nauseated¿ a few days after the meter issue began. The patient denied receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse to the device. The csr documented that based on the information provided, the battery needed replacing and the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.